Manufacturer narrative:
D2b: lit, dqy.

Event description:
It was reported that the balloon burst occurred. The target lesion was located in the heavily calcified vessel. A 5.0mm x 40mm x 135cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon burst within rated burst pressure requirements. The device was removed intact from the patient without any pieces remained inside, and the procedure was completed with another athletis balloon. No complications were reported.